Event description:
It was reported that during an unknown procedure, the clip is locked to the tissue. The doctor had to pull the clip to remove it out of the patient. There was bleeding (hemorrhage) but no blood transfusion. The doctor changed the clamp and was able to complete the procedure. The patient is still hospitalized; he is well and can get out of the hospital as planned.

Manufacturer narrative:
(B)(4). Damaged firing trigger handle the analysis results found that the ats45 device was received with the firing trigger broken and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were noted. While no conclusion could be reached on what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what type of procedure was performed? No information available. How much blood was lost (ml)? A few. What was the reason for the bleeding? Because the physician put out the device. Was the hospital stay prolonged as a result of the event? No. How is the patient doing? Fine. What is meant by the clip is locked to the tissue. The doctor had to pull the clip to remove it out of the patient.? Was the device difficult to open? Yes. Impossible to open the device.